Event description:
Pt scheduled for laparoscopic right nephrectomy as the surgeon used the endoscopic linear cutter the staples mis fired and caused arterial bleeding and the procedure to be converted open vs laparoscopic. Diagnosis or reason for use: stapler to remove an organ.